Event description:
It was reported that the device heated up about five minutes into the oral surgical procedure and the surgeon felt the heat in the body of the handpiece. No injury or surgical delay occurred during this event.

Manufacturer narrative:
No medwatch form received from user facility. Investigation findings: the investigation confirmed the customer's reported problem that the handpiece body increased in temperature. Conmed linvatec repair records found no repair history for this device. The customer will be contacted to provide info on care and maintenance of this product.